Event description:
Rptr has been a CPAP pt since 1985. Rptr has lost weight and had a uvulo-palato-pharyngoplasty and nasal turbinate removal, but has not been able to get off of the CPAP machine. A sleep study was performed in 1998 which indicated a continued need for CPAP therapy. Rptr has experienced more daytime sleepiness than normal over the past few weeks. Rptr checked the machine with a water manometer and discovered that the pressure was set lower than that prescribed by dr. Rather than take off work to have someone perform a simple adjustment of the CPAP pressure setting, rptr contacted the device MFR and requested instructions on setting the pressure. Rptr states: "the MFR, resmed, informed me that it was a violation of FDA rules to provide me with the info I requested. Is this true? Rptr finds it hard to believe that the medical equipment provider who knows less about CPAP therapy and available products than rptr does is more qualified to make a simple pressure adjustment. Rptr was actually very disappointed in the lack of knowledge from the medical equipment provider. The person rptr was dealing with was the manager over CPAP and breathing equipment who was unaware of several products and procedures rptr asked about.